Manufacturer narrative:
Continued h.6. Health effect - impact code: f1903 - device explanation, f2201 - biopsy.

Event description:
Healthcare professional reported "capsular contracture on the right" "baker grade 4," "small amount of free reaction fluid peri-implant," and "radial folds." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported "capsular contracture on the right" "baker grade 4," "small amount of free reaction fluid peri-implant," and "radial folds." Device remains implanted.